Event description:
It was reported that the user replaced a dexcom g6 transmitter and the ilet did not display glucose readings, with repeated pairing and reconnection attempts unsuccessful and guidance provided to reboot, and toggle the g6 on/off, a new sensor was advised when connection did not establish. Absence of continuous glucose data and dosing interruptions prompted manual bg requests, and the user elected to enter values without a glucose meter; no adverse clinical symptoms or side effects were reported. Outcomes included loss of cgm-derived automation and treatment interruption without any medical intervention. User support included review of device data, stepwise troubleshooting, and education on sensor start procedures. Investigation of this case revealed a pairing failure between the dexcom g6 sensor/transmitter and the ilet, consistent with sensor session issues requiring a sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing or session initiation failure external to the ilet.